Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of 36 mg/dl, which caused the customer to pass out. The customer stated the paramedics said his insulin pump delivered too much insulin and removed the battery from his insulin pump. The customer said he had experienced three episodes where his blood glucose levels were low in the past six weeks. Standard troubleshooting was performed. It was discovered that the insulin pump had no history for the date of the event. The customer was advised to ask his health care provider about his frequent low blood glucose levels. The product is not being returned. A replacement insulin pump has been sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.